Manufacturer narrative:
Device analysis report attached. This report is submitted on february 16, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on december 22, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with multiple prescriptions of oral antibiotics (specific dates and duration not reported). The patient also underwent surgical drainage of the wound (date not reported). Additional information has been requested but has not been made available as of the date of this report.